Manufacturer narrative:
Siemens has completed the investigation: based on the instrument log review, the root cause for the suspected low thb (total hemoglobin) result of 8.8 g/dl generating on the rapid point (rp) 500 sn (B)(6) is unknown. There was no indication of a measurement cartridge issue and no thb sensor instability observed during sample analysis. There was no instrument malfunction, no contamination, nor any systematic or fluidic errors. The co-oximetry functionality appears to be working with no concerns indicating that the rp500 sn (B)(6) is performing as intended. Further review of the instrument log illustrates automatic quality control (aqc) for thb recovered within expected ranges for all levels. The rp500 sn 46450 is currenyly operational.

Manufacturer narrative:
The customer has provided the paz and sensor files for investigation. The customer stated they are operational. The cause of this event is unknown.

Event description:
The customer reported a discrepant low total hemoglobin on the rp 500. The customer stated the sample was not repeated however the sample was expected to be within the normal range for an adult male. There was no report of injury due to this event.